Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications during electrical testing, and the device met specifications during temperature testing. A blood-like substance (bls) was noted within the irrigation tubing just distal to the luer hub, consistent with the reported back flow. The returned catheter had been occluded upon receipt due to dried bls within the irrigation tubing. However, when the bls was flushed out, the catheter met specifications during a flow rate test with no errors, leaks, or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the blood back flow and reported temperature issue remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a blood leak was noted in the catheter. The catheter was flushed and noted to be flowing at 2ml/min as it was placed through a non abbott sheath. When ablation was attempted, the temperature indicated it was higher than the allowed limit and would not ablate. Blood was noted to be backing up in the catheter even though the pump was flowing @ 2 without difficulty. Another tacticath se was used to complete the procedure with no consequences to the patient.